Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged, ar-9236-01pp, univers vaultlock¿ glenoid trial, serial/batch number (B)(6), was received for investigation. Visual evaluation found that the device has a broken center peg. Additionally, the device had chips along the edges and a crack down the back of the device. No fragments were returned for evaluation. No functional testing was performed, as part is damaged. The most likely cause for the reported failure can be attributed to use error of the device due to prying/leveraging the device during use.

Event description:
Additional information was received on 09/12/2024: the case was completed without incident, trialing had already occurred and was verified. The instrument did not break during insertion, but rather extraction.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/10/2024, it was reported by a sales representative via sems- (B)(4) that an ar-9236-01pp univers vaultlock¿ glenoid trial had the central peg snap off during trailing. There was no disruption or delay in surgery. The broken piece was retrieved from the patient. The case was carried on and completed successfully. This was discovered during an atsa procedure on (B)(6) 2024.